Event description:
It was reported that during initial implant procedure, patient's coronary sinus was dissected during implant of left ventricular (lv) lead. The lead was not implanted on (B)(6) 2022. Patient was stable during and after procedure.